Event description:
Reporter alleged when turning on the compact plus system for blood glucose testing, he saw smoke. Reporter stated the test strips had been recently remaining jammed in the system and was having to remove them with tweezers. Reporter indicated he obtained a blood glucose result when seeing the smoke; however, could not recall the value or how much insulin was taken based on the value at the time. No report of actions that were taken or treatment reported received. A request was made for the return of the suspect device and replacement product was sent.